Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator failed pre-use check and the information about gas module contaminated with water was provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). On-site investigation performed by our field service engineer confirmed that multiple tests failed during pre-use check. However, no gas module malfunction was discovered. According to received information in service report, the cleaning of the inspiratory pipe solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The inspiratory pipe leads the gas from the connector muff to the inspiratory outlet. The inspiratory pipe comprises: housing for the o2 sensor as well as housing and locking lever for the o2 cell with its bacteria filter; housing for the safety valve and connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air. Therefore, this situation is not-safety related, the issue will be noticed before use and appropriate measures can be taken.